Manufacturer narrative:
Customer technical support (cts) informed customer that the above leak can be due to a clogged drain tube, or, due to a faulty drain valve. Cts offered to call the field service; however, the customer declined. Cts referred the customer to the instructions in the IFU to clean the ise drain. Cts stated the ise drain is still overflowing post cleaning. Customer disconnected the drain tubing from the solenoid and it started to drain. Customer stated that their own biomed found a clogged line. No specific information provided. No further leaking has been noted as of (B)(4) 2011. Customer decline service

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to ion-selective electrode (ise) drain is overflow. No injury or exposure was reported.